Event description:
Additional information noted the pump was used to deliver lioresal.

Event description:
It was reported that during a normal device replacement procedure, filling/aspiration difficulties were reported. During the pump re placement, the physician did not see liquor flowing from the disconnected catheter; aspiration from the catheter was difficult, therefore, they decided to inject 2 ml of saline in the catheter.

Manufacturer narrative:
Concomitant product: product ID 8731, serial# unknown, product type catheter. (B)(4).